Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and other non-malignant pain. It was reported that the patient was having their implantable neurostimulator replaced due to ineffective therapy. There were no diagnostics performed. It is unknown if the ineffective therapy resolved when the implantable neurostimulator was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.